Manufacturer narrative:
This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00146. All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint on the v60 ventilator, indicating that the device has a black screen. It is unknown if the device was in clinical use at the time the issue was discovered, however, there was no patient or user harm reported. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that their device had a black screen. A field service engineer (fse) went onsite and confirmed that there was no issue with the device. No further action was required. The fse confirmed there was no malfunction or issue with the device. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.